Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported by patient that they had been "flooding the place" at night in the bed and it was not working since (B)(6) 2019. They also reported having a fall about 3 weeks ago. Patient stated therapy was on and they were on program 4 at 2.8. During the call, patient increased stim to 4.2 and stated they were feeling strong stimulation. Patient was redirected to follow up with healthcare professional (hcp) for the fall and symptoms if not resolved after stim increase. No further complications were reported or anticipated.